Event description:
The customer reported the system exhibited an interlock failure. This error is likely to prevent the system from booting to a usable state. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.